Event description:
It was reported the customer damaged their insulin pump. Customer's mother stated the customer fell and cracked their insulin pump. The mother also stated the insulin pump's face was cracked and the screen was purple and black. It was found the customer was unable to read their insulin pump's screen. Customer was advised to disconnect from their insulin pump and revert to a back-up plan. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
The insulin pump was received with a cracked glass on the display board. No display anomaly could be verified due to the damage. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.